Event description:
It was reported that upon interrogation the device had an alert for "possible output circuit damage." Device was exposed to cautery/esu without placing a magnet on the device, which caused it to discharge. The device was resolved by re-interrogation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.